Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of tore wings could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the wings tore on both tracheostomy tubes. There was patient involvement and no reported patient harm/adverse event.